Manufacturer narrative:
(B)(4): it was reported the patient recovered from the peritonitis event.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. It was reported that the patient was not wearing a mask. The patient was hospitalized for the event. Pd therapy was ongoing. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.